Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6) implanted: explanted: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), ubd: , UDI#: (B)(4) h3: analysis of the 97755 recharger (rtm) (s/n (B)(6) ) revealed a failure, intermittent no device found message. Scrapped due to failing on bench testing but passed at plexus. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins). During the call pt rep. Mentioned implanted neurostimulator(ins) was taking longer to charge. Pt rep. Mentioned ins took 30 minutes to charge from 70-90%. Pt rep mentioned therapy was turned off while recharging and controller was at 100% when pt rep. Started to recharge ins and was at 90% when finished recharging ins. During the call, the pt rep. Inspected the recharger antenna, but no damage was detected. Pt rep. Mentioned the recharger antenna coil was getting warm, but not hot while recharging ins. The reason for call was pt rep. Got "controller batteries low: replace the controller batteries soon" screen after recharging implanted neurostimulator(ins) and unplugging recharger antenna since about 2 months ago; message displayed on controller two times in the past two days. Pt rep. Confirmed the controller was at 70% charge when they received this message. During the call, the pt rep. Did not detect any damage on the recharger antenna or with the pins in the battery compartment. Pt rep. Shook the controller and did not hear rattling in side. Pt rep. Also did not detect any damage to the li battery pack contacts or casing. Pt rep. Mentioned recharger antenna coil had been getting warm, but not hot. Additional information was received on 2021-10-07 and it was reported that the pt was seeing the battery low, replace controller batteries soon screen when they were trying to recharge their ins. The caller said the problem was resolved until they started seeing the message again last night. The caller inspected the battery compartment and said it looked good. When inspecting the recharger, the caller said the outer insulation of the cable wasn't attached to the body of the charger, therefore, the wires were flexible in the cord (pt also notices the recharger getting warm but not hot). Information was received on (B)(6) 2022 from a patient (pt) rep regarding an external device. The reason for call was caller says that the controller is showing a screen to replace controller batteries. They said this started friday night. They said the recharger telemetry module (rtm) is not heating up. They said there is no corrosion in battery compartment or on battery pack, and reported they had their rtm replaced a few months ago due to the same issue. A replacement controller was sent out. No symptoms were reported.